Event description:
Pt reported elevated blood glucose of 15-30 mmols (270-540 mg/dl). She would administer insulin injections to reduce blood glucose level. Her physician stated that her infusion device was causing absorbtion issues. Pt believed that the absorbtion issues were caused by scar tissue. She indicated that approx every two weeks she would receive an occlusion alarm and would clear it by disconnecting from the device, blowing thrugh the infusion tubing, and reconnecting. She indicated that she did not allow insulin to warm to room temperature prior to use. Pt did not report any sumptoms associated with the issue. No product was requested to be returned for evaluation, since pt believed the issue was related to scar tissue.

Manufacturer narrative:
H6: product not returned for evaluation.